Manufacturer narrative:
All available information was investigated, and the reported unintended movement (clip open while locked) could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on the information reviewed, a cause for the reported unintended movement (clip open while locked) could not be determined. The reported unexpected medical intervention (additional mitraclip, same procedure) is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s). The provided image and videos were reviewed by an abbott clinical research and development staff engineer. The reviewer stated ¿one (1) fluoroscopic still image, one (1) fluoro video, and two (2) echocardiographic videos were provided. The fluoro still image was taken during active use of the second cds in which the first clip (reported device) can be seen just below the clip of the second cds (no reported issue). The clip arm angle of the reported clip appears to be ~60° - 70°. The fluoro video was taken post deployment of the third clip (no reported issue) in which three fully deployed clips can be visualized. The third cds can be seen retracted inside the sgc such that the l-lock shaft is just proximal to the soft tip of the sgc. It was reported that the first implanted clip experienced a cowl event, and two additional clips were implanted on either side of the reported clip for stabilization. To this end, the middle clip in the video is the first implanted clip with the reported cowl issue; the clip arm angle appears to be ~60° - 70° and is consistent with the arm angle in the fluoro image. Comparatively, the second and third implanted clips (no reported issues) appear to be in the fully closed position (~10° - 20°) per the instructions for use. The first echo video ("img_1246") shows an lvot view of the reported clip fully deployed on the leaflets; there is no cds in view. The lvot view captures the anterior-posterior cross-section of the valve (short axis); as such, an lvot view will show a front facing view of clip (perpendicular to clip arm plane) and potentially provide a view of the clip arm angle. In this video, the clip arm angle appears to be ~60° - 70° and is consistent with the fluoro cine provided. The second echo video ("video") is a collage of three echo views: intercommissural with color doppler taken pre-procedurally (top left), intercommissural with color doppler taken post procedurally (top right), and 3d en face taken post procedurally. Clip arm angle cannot be directly visualized or assessed in the intercommissural and 3d en face views. While the clip arm angles stated in this evaluation are estimations based on visual assessment with the naked eye and are not confirmed, it is apparent that the reported clip's post deployment arm angle is opened beyond the fully closed position (~10° - 20°) per the instructions for use. No pre-deployment cine of the reported clip was provided; as such, no assessment or comment regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment), when and/or by how much the clip opened, can be made based cine. There are no additional observations based on the image and videos provided.¿

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device is included in the correction notice issued by abbott on 22 aug 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
This is filed to report the clip opening while locked requiring intervention. It was reported that a patient presented with grade 4+ degenerative mitral regurgitation (mr), a prolapsed anterior and posterior leaflet, and redundant leaflets (barlow's appearance). During a mitraclip procedure the target site was medial a2/p2. The first clip was an xtw, and during the first establishing final arm angle (efaa) of the procedure the clip arms appeared to shift slightly open to less than 5 degrees. A better side view was established, the clip was closed again, and efaa was completed with no issue. The clip was fully closed before deployment, at an angle of less than 20 degrees (clip arms parallel/fully closed). After deployment, once the xtw was detached, the clip opened while locked to about 60-90 degrees. A second and third mitraclip were implanted to stabilize the first clip and the mr was reduced to grade 1+. There was a concern the clip may embolize. There was no adverse patient sequelae or clinically significant delay. No additional information was provided.